Manufacturer narrative:
(B)(4). Patient weight: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and passed. Functional testing was performed and passed all relevant testing. Audio\vibration test with global receiver communication tool test was performed and passed. Try-it audio\vibration testing was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. Speaker and vibrator resistance were measured and were within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported